Manufacturer narrative:
(B)(4).

Event description:
It was reported an 840 ventilator displayed error codes indicating a battery issue. There was no patient involvement at the time of the reported incident. A covidien/medtronic technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended that the customer run an extended self-test (est), short self-test (sst) and calibrations. The customer indicated that there were going to replace the power cord as well and that they would call back if further assistance is needed. Covidien/medtronic was not authorized to repair the device.